Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 231 mg/dl. The customer stated that they are unable to exit the preparing to prime loop. Customer was advised to hold dow act until they received 2nd series of beeps and /or appear on the display. Customer stated that they received 2nd series of beeps. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.